Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was force sensor test error in history. Start-up, flow and occlusion tests were performed to test the pump. The reported issue was not duplicated during testing. The force sensor, plunger float, right plunger case, position pot, leadscrew and clutches were replaced and the device was re-calibrated as preventative measure.

Event description:
Information was received indicating that medfusion 3500 pump displayed a system failure that there was a force sensor test issue. There were no adverse events reported.